Event description:
It was reported by a patient that a cardiac patient had a "pacemaker implanted and it shocked the patient and the patient's life was threatened." The cardiac patient was "in the hospital for 4 days until they operated on (the cardiac patient)." The first patient refused to give the cardiac patient's name and follow-up is in progress to determine more information and the circumstances of the shock. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).